Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 333 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump screen was blank and had stuck button error alarm after possible exposure to moisture. Unable to clear the alarm due to buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display or stuck button alarm noted. However, found moisture damage on the electronic assembly noted. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.